Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Legal representative reported pain, inflammation, exiting secretion (ulceration)" in breast region, "hyperemia" and "itchy patches" , "radial folds" and "peri-implant fluid" on left side. Additionally "patient got worried after seeing recall information." The device remains implanted.